Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) experienced an electrical reset due to the use of electrocautery. It was also noted that the device implant date had reset. The icm remains in use. No patient complications have been reported as a result of this event.